Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-implant check, dislodgement of the atrial lead was observed. The lead was temporarily disabled. On (B)(6) 2014, the lead was sucessfully revised and remained in service. The patient would be monitored.